Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an efficia cm150 monitor indicating that there was damage to the speaker. It was unknown at the time of this report, if the speaker was able to produce sound. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
This device was expected to be returned for an investigation. However, the device was not returned; no further information was made available. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not able to be confirmed, but could not be ruled out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.